Event description:
On (B)(6) 2011, the physician performed a dft test on a patient that was having sharp drops in shock impedance that had been noted on home monitoring. The sales rep ran five impedance measurements with a range of 36 to 44 ohms. A dft test at 15 j was done and it resulted in a type 2 break. The shock table revealed an impedance on <25 ohms. Physician then did two manual shocks of 1 j that both resulted in no impedance readings, with the charge bar running for 20 seconds. It is suspected that the 15 j shock arced to the can due to possible insulation failure. Upon inspection of the lead, no break could be found. Prior to the explant of this system, the device had a lead impedance on .150. Both the device and the lead were successfully explanted.